Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. There was no adverse impact to the customer¿s blood glucose level and the customer continued to use the pump for insulin therapy.